Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited unspecified capture issue. It was also noted that the lbbap lead helix damaged and failed to extend. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited unspecified capture issue. It was also noted that the lbbap lead helix failed to extend. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.¿ instead of ¿it was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited unspecified capture issue. It was also noted that the lbbap lead helix damaged and failed to extend. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.¿

Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited unspecified capture issue. It was also noted that the lbbap lead helix failed to extend. The lbbap lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned with its helix extended and clogged with blood/tissue for analysis. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil at the connector region. The cause of the reported event was isolated to the helix clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.